Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 50 mg/dl at the time of the incident. The customer¿s blood glucose level was 141mg/dl and sensor glucose was unknown at the time of the incident and was not within acceptable range. The customer declined troubleshooting for low blood glucose and blood glucose and sensor glucose. The insulin pump will not be returned for analysis.